Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump was overheating. There was no injury or harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0002071. Please refer to mfg report number 2249723-2025-0002071 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0002100 in your database.